Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00225, 00226, 00228.

Manufacturer narrative:
Conclusion: product did not contribute.complaint reviewed and analysis showed no trend for (B)(4) lot no: 117491890. Device history record reviewed. (B)(4).